Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2014-03789.

Manufacturer narrative:
Results: the complaint for ¿ineffective stimulation¿ was confirmed. Microscopic inspection of the ((B)(4)) lead revealed a kink with broken wires 23.5cm from the tip of the paddle. A cam impression was also observed. The distance from the cam impression to the fracture (broken wires) was measured to be 10mm proximal to the kink. When a swift-lock anchor was aligned to the cam impression, the fracture corresponded to the proximal end of the anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-03789.